Event description:
On 03/14/2025, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 quick connect handle broke while removing the glenoid targeter from over the guidewire. This occurred during use in a case with no patient effect. Procedure was completed successfully and the broken piece was retrieved.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed based on the picture attached, which shows the tip broken off of the device. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of this failure is attributed to wear and tear damage incurred over repeatedly excessive mechanical forces and/or prying/leveraging the device during use and extended use in the field. Manufacturing date 2021.